Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -6.0/1.5/108 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation. On (B)(6) 2023 the lens was exchanged and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).